Event description:
Procedure type: hysterectomy. According to the rptr: when closing the vaginal cuff the needle broke when toggling. Piece remained in the device and the other was lost in the tissue. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).